Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was dirty. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was dirty. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summarry:received one 20ga iag bc catheter-adapter assembly within an open package from lot number 8087872. A complaint history check was performed and this is the 1st related complaint reported with the defect-condition of foreign matter with lot # 8087872 item # 381033. DHR review for # 8087872 item # 381033 shows the lot was built and packaged on afa line 11 from 31mar2018 through 04apr2018. All required challenge, set-up and in process samples were conducted and passed per specifications. There were no qns initiated during the build of this lot. A non-related finding was disclosed; during the packaging of this lot at the label print verification of p-01, the label verification form disclosed that the attached dispenser label was missing (ref381033) print, which ran through p-04. There was a new start up at p-05, which the new label verification form disclosed that the attached dispenser label contained all information, including (ref381033) print and ran through to p-14. Note that this finding is not relevant to the reported defect associated with this investigation probable root cause: in relation with the red-brown ¿fisheye¿ fragment: manufacturing ¿ extrusion: the fragment observed in this investigation was burnt particulate resin that was a result of the extrusion process of the catheter tubing. In relation with the dark strand: indeterminate: the source of the particle is unknown, the strand was most likely introduced during transit-handling. In relation with the white material particles: white material at the catheter tubing which was identified to be non-foreign (catheter tubing residual) that was created as part of the normal tipping process. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.